Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: on top of the/migration of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6)2001 and (B)(6)2000)), iron deficiency anemia, non-smoker and tubal ligation. Concurrent conditions included overweight, bloating, alcoholic, actinic keratosis, atypical melanocytic hyperplasia, bleeding nose, bug bite, chest pain, epistaxis, leukocytosis, shoulder pain, skin benign neoplasm, human papilloma virus infection, vaginal candidiasis and varicose veins. Family history included cancer, breast cancer (grandmother), heart disease, unspecified (mother), cerebrovascular accident, diabetes mellitus, hypertension and heart attack. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced anaemia ("anemic"), hypertension ("hbp"), blood cholesterol increased ("high cholesterol") and uterine leiomyoma ("fibroids"). The patient was treated with omeprazole, surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)), and surgery (endometrial ablation with novasure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anaemia, hypertension, blood cholesterol increased, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anaemia, blood cholesterol increased, device dislocation, dysmenorrhoea, hypertension, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: on top of the uterus/migration of essure device: on top of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 2001 and (B)(6) 2000)), iron deficiency anemia, non-smoker and tubal ligation. Concurrent conditions included overweight, bloating, alcoholic, actinic keratosis, atypical melanocytic hyperplasia, bleeding nose, infected bite, chest pain, epistaxis, leukocytosis, shoulder pain, skin benign neoplasm, human papilloma virus infection, vaginal candidiasis and varicose veins. Family history included cancer, breast cancer (grandmother), heart disease, unspecified (mother), cerebrovascular accident, diabetes mellitus, hypertension and heart attack. Concomitant products included paracetamol (acetaminophen) since 2012 and progesterone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced hypertension ("hbp") and was found to have blood cholesterol increased ("high cholesterol"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("fibroids/ uterine fibroids"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced anaemia ("anemic"). The patient was treated with omeprazole and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), endometrial ablation with novasure and endometrial ablation with novasure, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage and menorrhagia had resolved and the anaemia, hypertension, blood cholesterol increased, dysmenorrhoea, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, blood cholesterol increased, depression, device expulsion, dysmenorrhoea, hypertension, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Lot number: 948836 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: on top of the uterus/migration of essure device: on top of the uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2001 and (B)(6) 2000, iron deficiency anemia, non-smoker and tubal ligation. Concurrent conditions included overweight, bloating, alcoholic, actinic keratosis, atypical melanocytic hyperplasia, bleeding nose, infected bite, chest pain, epistaxis, leukocytosis, shoulder pain, skin benign neoplasm, human papilloma virus infection, vaginal candidiasis and varicose veins. Family history included cancer, breast cancer (grandmother), heart disease, unspecified (mother), cerebrovascular accident, diabetes mellitus, hypertension and heart attack. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced hypertension ("hbp") and blood cholesterol increased ("high cholesterol"). On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("fibroids/ uterine fibroids"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced anaemia ("anemic"). The patient was treated with omeprazole, surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial ablation with novasure) and surgery (endometrial ablation with novasure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, anaemia, hypertension, blood cholesterol increased, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anaemia, blood cholesterol increased, device expulsion, dysmenorrhoea, hypertension, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on 18-oct-2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Event malposition of essure device location of device/migration of essure device: on top of the uterus was updated from device dislocation to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: on top of the uterus/migration of essure device: on top of the uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6)2001 and (B)(6)2000)), iron deficiency anemia, non-smoker and tubal ligation. Concurrent conditions included overweight, bloating, alcoholic, actinic keratosis, atypical melanocytic hyperplasia, bleeding nose, infected bite, chest pain, epistaxis, leukocytosis, shoulder pain, skin benign neoplasm, human papilloma virus infection, vaginal candidiasis and varicose veins. Family history included cancer, breast cancer (grandmother), heart disease, unspecified (mother), cerebrovascular accident, diabetes mellitus, hypertension and heart attack. On (B)(6)-2012, the patient had essure inserted. In july 2012, the patient experienced hypertension ("hbp") and blood cholesterol increased ("high cholesterol"). On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)-2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("fibroids/ uterine fibroids"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced anaemia ("anemic"). The patient was treated with omeprazole, surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial ablation with novasure). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, anaemia, hypertension, blood cholesterol increased, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anaemia, blood cholesterol increased, device expulsion, dysmenorrhoea, hypertension, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: on top of the uterus/migration of essure device: on top of the uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2001 and (B)(6) 2000, iron deficiency anemia, non-smoker and tubal ligation. Concurrent conditions included overweight, bloating, alcoholic, actinic keratosis, atypical melanocytic hyperplasia, bleeding nose, infected bite, chest pain, epistaxis, leukocytosis, shoulder pain, skin benign neoplasm, human papilloma virus infection, vaginal candidiasis and varicose veins. Family history included cancer, breast cancer (grandmother), heart disease, unspecified (mother), cerebrovascular accident, diabetes mellitus, hypertension and heart attack. Concomitant products included paracetamol (acetaminophen) since 2012 and progesterone from (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced hypertension ("hbp") and was found to have blood cholesterol increased ("high cholesterol"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("fibroids/ uterine fibroids"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced anaemia ("anemic"). The patient was treated with omeprazole and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), endometrial ablation with novasure. Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had resolved, the vaginal haemorrhage and menorrhagia was resolving and the anaemia, hypertension, blood cholesterol increased, dysmenorrhoea, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, blood cholesterol increased, depression, device expulsion, dysmenorrhoea, hypertension, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: plaintiff fact sheet was received. Events added from pfs- depression, mental anguish. Outcome for event device expulsion updated to recovered/resolved. Concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: on top of the uterus/migration of essure device: on top of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 2001 and (B)(6) 2000)), iron deficiency anemia, non-smoker and tubal ligation. Concurrent conditions included overweight, bloating, alcoholic, actinic keratosis, atypical melanocytic hyperplasia, bleeding nose, infected bite, chest pain, epistaxis, leukocytosis, shoulder pain, skin benign neoplasm, human papilloma virus infection, vaginal candidiasis and varicose veins. Family history included cancer, breast cancer (grandmother), heart disease, unspecified (mother), cerebrovascular accident, diabetes mellitus, hypertension and heart attack. Concomitant products included paracetamol (acetaminophen) since 2012 and progesterone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced hypertension ("hbp") and was found to have blood cholesterol increased ("high cholesterol"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("fibroids/ uterine fibroids"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced anaemia ("anemic"). The patient was treated with omeprazole and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), endometrial ablation with novasure and endometrial ablation with novasure, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage and menorrhagia had resolved and the anaemia, hypertension, blood cholesterol increased, dysmenorrhoea, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, blood cholesterol increased, depression, device expulsion, dysmenorrhoea, hypertension, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Lot number: 948836 manufacture date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: on top of the uterus/migration of essure device: on top of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 2001 and (B)(6) 2000)), iron deficiency anemia, non-smoker and tubal ligation. Concurrent conditions included overweight, bloating, alcoholic, actinic keratosis, atypical melanocytic hyperplasia, bleeding nose, infected bite, chest pain, epistaxis, leukocytosis, shoulder pain, skin benign neoplasm, human papilloma virus infection, vaginal candidiasis and varicose veins. Family history included cancer, breast cancer (grandmother), heart disease, unspecified (mother), cerebrovascular accident, diabetes mellitus, hypertension and heart attack. Concomitant products included paracetamol (acetaminophen) since 2012 and progesterone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced hypertension ("hbp") and was found to have blood cholesterol increased ("high cholesterol"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("fibroids/ uterine fibroids"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced anaemia ("anemic"). The patient was treated with omeprazole and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), endometrial ablation with novasure and endometrial ablation with novasure, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage and menorrhagia had resolved and the anaemia, hypertension, blood cholesterol increased, dysmenorrhoea, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, blood cholesterol increased, depression, device expulsion, dysmenorrhoea, hypertension, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received lot number was added. Outcome of event " pain and bleeding" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.